Event description:
A customer contacted beckman coulter inc. (Bec) in regards to a fluid leak into the waste drawer under the unicel dxi 800 access immunoassay system. The fluid leak from the peri-pumps is most likely wash buffer. Customer technical support (cts) recommended the use of proper personal protective equipment (ppe) to clean up the spill. No exposure or injury was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
On (B)(6), 2011, a bec field service engineer (fse) discovered leaking wash buffer transfer peri-pump tubing in the fluidics drawer. The fse replaced all of the peri-pump tubing. Hardware is the root cause for this event. Bec internal identification # is (B)(4).